Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s cardiac arrest leading to their death. The cause of the patient¿s death can be attributed to a cardiac arrest that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the end stage renal dialysis (esrd0 population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, there is an increased risk of mortality in the esrd population attributed to cardiovascular disease and sudden cardiac events. Therefore, the liberty select cycler can be excluded as a potential root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 75-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The cause of the patient¿s cardiac arrest was unknown, but it was stated the patient had a significant history of heart disease. The patient was found unresponsive at home by family, and it was unknown if emergency services were activated. The patient was connected to the liberty select cycler at the time of death; however, it was confirmed there was no indication the patient¿s cardiac arrest leading to their death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection of the received cycler unit encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this 75-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The cause of the patient¿s cardiac arrest was unknown, but it was stated the patient had a significant history of heart disease. The patient was found unresponsive at home by family, and it was unknown if emergency services were activated. The patient was connected to the liberty select cycler at the time of death; however, it was confirmed there was no indication the patient¿s cardiac arrest leading to their death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On 27/jun/2022, a patient contact reported to fresenius customer service this 75-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The cause of the patient¿s cardiac arrest was unknown, but it was stated the patient had a significant history of heart disease. The patient was found unresponsive at home by family, and it was unknown if emergency services were activated. The patient was connected to the liberty select cycler at the time of death; however, it was confirmed there was no indication the patient¿s cardiac arrest leading to their death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On 27/jun/2022, a patient contact reported to fresenius customer service this 75-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to a cardiac arrest. The cause of the patient¿s cardiac arrest was unknown, but it was stated the patient had a significant history of heart disease. The patient was found unresponsive at home by family, and it was unknown if emergency services were activated. The patient was connected to the liberty select cycler at the time of death; however, it was confirmed there was no indication the patient¿s cardiac arrest leading to their death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: b1, b2 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.